Event description:
A journal article was reviewed which contained information regarding these leads. The leads showed low impedance and unacceptable thresholds. The leads were extracted. Of note, during the extraction process there was "mild stenosis" found. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occured outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "pacemaker lead extraction and recapture of venous access: technical problems arising from extensive venous obstruction." Cardiology journal. October 30 2012;19(5):513-517.